Event description:
It was reported that the physician was unable to establish a telemetry session with this pacemaker. They changed the programmer and applied a magnet but still could not establish telemetry. The patient's last in-person visit was in (B)(6) 2024, and the last latitude transmission in (B)(6) 2024 showed an estimated time to elective replacement indicator (eri) of one year. Subsequently, the patient was hospitalized. Two days later, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device case was unremarkable. The device had no telemetry and was unable to be interrogated. The device case was opened, and internal visual inspection revealed no irregularities. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinically observed event of 'communication or transmission issue' was likely caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies.

Event description:
It was reported that the physician was unable to establish a telemetry session with this pacemaker. They changed the programmer and applied a magnet but still could not establish telemetry. The patient's last in-person visit was in (B)(6) 2024, and the last latitude transmission in (B)(6) 2024 showed an estimated time to elective replacement indicator (eri) of one year. Subsequently, the patient was hospitalized. Two days later, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.